Event description:
A falsely elevated pt result was obtained on a patient sample. The result was reported to the physician. The previous result from two weeks earlier had been in the therapeutic range. The patient's medication was adjusted. There was no report of adverse health consequences as a result of the falsely elevated pt result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated pt result was sample integrity. The assay is performing within specifications. No further evaluation of the device is required.